Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).

Event description:
It was reported that the the light source from the device switched itself off during the procedure. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
Result of investigation: the device was tested by a field technician. The device itself has no fault. The most probable root cause is that the power cable used by the customer was not plugged in correctly or the cable was of poor quality. Further investigation is not possible as the product was not returned. The event is filed under internal karl storz complaint ID: (B)(4).